Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The device was not returned for complaint investigation as documented in the product retrieval task. As photographs were provided by the customer, it is possible to confirm the reported defect. No repair has been performed, as the product was not returned. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tap of the product is broken in the hospital during the initial surgery. This event could potentially lead to serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.